Event description:
It was reported that the stent was structurally damaged. A 7.0 x 40 x 135 cm Express Vascular LD Stent was selected for treatment. During the procedure, the stent was introduced and advanced toward the target lesion. Prior to reaching the lesion site, the device encountered vessel tortuosity and became bent. The stent was subsequently withdrawn for evaluation and was observed to be structurally damaged. The procedure was completed using another of same device. No patient complications or adverse effects were reported as a result of the event.